Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the right ventricular lead integrity alert triggered. Concomitant products: d334drg, ICD, implanted: (B)(6) 2012; 4076-52, lead, implanted: (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise with non-sustained ventricular tachycardia (nsvt) episodes and sensing integrity counter (sic). The rv lead was found to have high and varying impedance. The rv lead was suspect of a fracture. The rv lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.